Event description:
It was reported that the patient had persistent genital arousal disorder and bladder control issues. She had been keeping it at zero as when she increases it to 1, it creates arousal symptoms however when stimulation was set too high, it causes her to fell like she was high or had a panic attack. She had experienced this symptoms both years ago. The caller reports a loss of therapeutic effect. Her lead broke (B)(6) 2014 and when it did, she developed this disorder. She was told that her previous system was shorted out however was not provided with any additional information. Patient reports no falls or trauma or any new physical activities. Additional information reports that the representatives were not aware of this situation and had no further information. Additional information reports that the representative had never worked with this patient and does not work with healthcare provider. He had no knowledge of this event. It was also reported by another representative that she had no information on this patient and does not recall this patient or any patient allegations of this sort. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v514033, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).